Event description:
Q: impedance oor. Alert for rv tip to coil at 190 ohms. D: patient in ICU and toing every 4 hours r: tip to ring (bipolar) and tip to coil are both measured almost simultaneously by the device. We cannot program one vector off; they will always both be measured and trended. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).